Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to serious injury death.

Event description:
It was reported the pt had their vns explanted for lack of efficiency with their therapy. Search of internal programming history revealed, the pt also had high lead impedance prior to explant of their vns system. Good faith attempts have been made for additional details surrounding the pt's high impedance event. The explanted product is at the MFR. Product analysis on the explanted generator showed it met specifications. Product analysis is pending completion on the explanted lead.